Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two scs systems (cervical and thoracic). It was reported, the pt complained of bilateral arm weakness since his recent cervical lead revision procedure (reference MFR report 1627487-2013-02782). The onset of the bilateral weakness is undetermined. The pt stated he had only left-sided weakness prior to the (B)(6) 2013 procedure. The pt only felt right-sided stimulation due to the difficulty in placing the new lead midline, and he was implanted for bilateral arm and neck pain. However, the pt reported the stimulation helped with dominant pain on the right side. The physician decided to explant the pt's cervical system on (B)(6) 2013. Follow-up indicated the pt was slowly recovering from the weakness.